Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02650 and 3005099803-2017-02652 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two ultraflex tracheobronchial covered distal release stents were used during a bronchoscopy with stent placement procedure to treat a narrowed left main stem bronchus performed on (B)(6) 2017. Reportedly, the patient had metastatic melanoma. According to the complainant, during the procedure, the first stent (the subject of MFR. Report# 3005099803-2017-02650) was deployed but ¿metal spikes¿ were noted coming out towards the bronchus wall where the green retrieval band/wire is in place. The physician removed the first stent from the patient. A second ultraflex tracheobronchial stent (the subject of this report) was deployed. Reportedly, the second stent had "metal spikes" coming out inside the lumen. The second stent remains implanted and the physician plans to remove the second stent or to overstent as soon as possible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.